Event description:
New information on (B)(6) 2014 notes: it was reported that the lead was capped on (B)(6) 2014 during a routine device changeout procedure.

Event description:
It was reported that the patient presented to the emergency room after receiving an appropriate shock from his implant- able cardioverter defibrillator (ICD). ECG's revealed noise and interrogation of the device revealed high impedances. X-ray confirmed that both leads had insulation crush damage. The patient did not need atrial pacing. Therefore, the ICD was programmed to vvi mode.

Event description:
New information notes prior noise on the atrial lead and failure to capture during routine clinic evaluation on (B)(6) 2014. Device therapies were turned off as patient in consultation with the physician decided to forego further treatment with the device. The patient would follow-up with their normal cardiologist routinely.